Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level as no abnormal readings were reported. Technical support provided instructions for a complete pump reset and assisted the caller through the process, after which the cgm error code did not occur again. The caller was able to successfully start their sensor session.